Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional shows signs of repeated like nicks and gouges. The lateral side of the post has fractured and not all pieces were returned for evaluation. Device history record was reviewed and no discrepancies were found. As per the information provided by sales rep, the provisional was broken when the surgeon impacted the provisional with a mallet during the surgery. So, the root cause of this event is considered to be misuse as the surgeon impacted the provisional with a mallet. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. The tasp broke while trialing components. It was further reported that the surgeon hit the tasp with a mallet. No patient consequences were reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured and returned. This incident did not occur during a surgery and no adverse events have been reported as a result of this malfunction as there is no patient involvement

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.